Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported there are three small holes 5 cm from the catheter tip after extubation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter damage is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a powerpicc after removal from a patient. The catheter was observed to be damaged between measurement marks 30 cm and 35 cm. Use residues could be seen on the sample in the returned photographs. While damage to the catheter tubing was visible, no details of the damage could be discerned. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported there are three small holes 5 cm from the catheter tip after extubation. No other information was provided.